Manufacturer narrative:
A 3mm x 10mm x 155cm saber rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured within its nominal pressure during inflation. It was replaced with a same sized non-cordis balloon catheter and the procedure was completed. There was no patient injury. The 99% occluded lesion in the left superficial femoral artery was two cm in length with eccentric calcification. A cross-over approach was made from the right-femoral artery with a non- cordis guiding catheter. A non- cordis guidewire was used to cross the lesion. The device was flushed as per the IFU (instructions for use), inserted and an attempt made to inflate it. The product was not returned for analysis. A product history record (phr) review of lot 17657561 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst-at/below rbp could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics of severe calcification and a rate of stenosis of 99% may have contributed to the reported event. However, with the limited amount of information available and without the return of the device for analysis it is difficult to draw a clinical conclusion between the device and the event reported. According to the safety information in the instructions for use ¿if resistance is met during manipulation, determine the cause of the resistance before proceeding. Balloon pressure should not exceed the rated burst pressure. The rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence), will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over pressurization. Use only the recommended balloon inflation medium. Never use air or any gaseous medium to inflate the balloon. Prior to angioplasty, the catheter should be examined to verify functionality and ensure that its size and shape are suitable for the specific procedure for which it is to be used.¿ neither the phr nor the information available suggests a design or manufacturing related cause for the reported event. Therefore, no corrective or preventive action will be taken at this time.

Manufacturer narrative:
Concomitant medical products: guiding catheter (6f 45cm, destination, terumo), guidewire (cruise, asahi intecc), balloon catheter (shidenhp, kaneka) the device was not returned for analysis. A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt. Please note that the device in this report is not sold in the us but it is similar to other cordis pta catheters that are sold in the us.

Event description:
A 3mm10cm155 saber rx percutaneous transluminal angioplasty (pta) balloon catheter ruptured within its nominal pressure during inflation. It was replaced with a same sized non-cordis balloon catheter and the procedure was completed. There was no patient injury. The device was discarded in the hospital. The 99% occluded lesion in the left superficial femoral artery was 2cm in length with eccentric calcification. A cross-over approach was made from the right-femoral artery with a guiding catheter (6f 45cm, destination, terumo). A guidewire (cruise, asahi intecc) was crossed the lesion. The device was flushed as per the IFU, inserted and an attempt made to inflate it.